Manufacturer narrative:
The device was received deployed. During investigation a leak test was performed and fluid was observed to be leaking. A closer inspection found a hole in the exposed portion of the soft cannula, resulting in the observed fluid leak during investigation. The timing and cause of the damaged soft cannula could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stalls were observed in the data that would indicate the device leaking during operation. The patient history buffer data showed no evidence of issues with insulin delivery. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. The device was originally reported for insulin leaking while wearing the pod. Treatment information was not provided.